Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a partial outage impacted all reporting functionality. A technical support specialist configured some settings and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the white screen. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.